Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported a vertical gas breakthrough of the right eye during a lasik flap creation. Reporter indicated the flap had irregular peri-triangular wedge at 5:00 o'clock with apex towards center and base along flap edge; otherwise the stromal bed was good. Surgeon is unsure if it was the laser that caused the event. Haze reported, however, the patient is happy with vision.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site, the field service engineer checked the depth of the flaps cut by the system and found them in the lower range of the specifications. Fse adjusted the z-offset so the measured cuts fall in the middle of specifications range. System was verified successfully according to company specifications. Although uncommon, vertical gas breakthrough can occur if the laser flap is programmed too thin¿generally 100 microns or less¿or if there is a focal break or scar in bowman¿s membrane. According to company recommended cut settings the customer planned flap of 100 microns is out side of recommended cut setting. Corneai haze is a known side effect of refractive laser surgery and describes cloudy appearance of the cornea in response to the "wound" of laser ablation. The root cause could not be identified conclusively. The most likely root cause is a too thin flap planned by the surgeon which is out of recommended cut setting. However, the depth of the flaps cut by the system which were found them into the lower range of the company specifications is a contributing factor. (B)(4).